Event description:
It was reported that 500 of the bd ultra-fine¿ iii pen needle were not illegible on the outer carton of the product. The following information was provided by the initial reporter: during stock delivery from our dc warehouse, supply chain team observed erased-rubbed labelling in outer carton of product #320179 where bath and other description were not clearly visible.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. No DHR review can be carried out as lot number is unknown.

Event description:
It was reported that 500 of the bd ultra-fine¿ iii pen needle were not illegible on the outer carton of the product. The following information was provided by the initial reporter: during stock delivery from our dc warehouse, supply chain team observed erased-rubbed labelling in outer carton of product #320179 where bath and other description were not clearly visible.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.